Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The issue with the device was not reported. It is unk how the case was completed or if there was an adverse pt consequence.

Manufacturer narrative:
(B)(4). Anti-backup failure, damaged ratchet pawl. Device b batch # f9hh4h; mfg date: 09/17/2009; exp date: 08/17/2014. Code=anti-backup failure, damaged ratchet pawl, orange indicator over traveled. Eval summary: the analysis results found that device (a), was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two clips partially formed were fed. The remaining clips were conforming according to the mfg specs. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading the antibackup failure. The analysis results found that device (b), was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional, two clips partially formed were fed. The remaining clips were conforming according to our mfg specs. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading the antibackup failure. Finally, the device locked out as intended but the orange was visable at 12th firing sequence thus, it over traveled. No incident related to the reported event was observed during the batch record review.